Event description:
Subsequent to the initially filed medwatch report, the following information was received: all steps were performed per IFU but a second attempt to challenge the lock was not done since the clip had already deployed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device code 2017 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This will be filed to report that the clip opened after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was advanced without issue, however, the clip opened after deployment. The instructions for use (IFU) steps had not been followed as the lock was not challenged a second time. An additional clip was implanted to stabilize the first clip and to further reduce mr; post mr grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.